Event description:
The reporter stated that the surgeon had inserted a single piece collamer lens model cc4204bf into pt's eye. The reporter stated that there was a problem with lens bag and had to put a different lens in sulcus. Further info has been requested but none has been forth coming. If more info is rec'd a supplemental MFR report will be sent.

Manufacturer narrative:
Evaluation method: a work order search. Results: a visual inspection of the returned product shows one plate haptic is torn off and missing. There is clear surgical residue on the lens. A lens serial work order search was performed for similar complaints within the search and no similar complaints were found within the search. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.